Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. A usual for me dinner meal was announced approximately 3 hours prior to the hypoglycemic event, and there was no post-prandial glucose excursion; cgm glucose was in range until it slowly drifted below range. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without more specific details about the event, it is not possible to determine the cause of the event. However, it is possible this hypoglycemic event was caused by the user over-estimating the carbohydrate content of their meal, resulting in an excess of insulin. In addition, the user's pattern of maladaptive behavior increased their risk of hypoglycemia.

Event description:
On 8/14/24 an ilet user's husband reported the user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 8/13/24. The husband reported having to administer multiple glucose tablets, gummies, and toast with jam to raise the user's bg from the 40s mg/dl to a normal range. He expressed concerns about the ilet system's inability to effectively "brake" low glucose declines. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful. It was noticed in the user's ilet report that the user is double announcing meals or not announcing at all which can lead to algorithm maladaptation.